Event description:
The retention dome was detached during traction removal. The indwelling period was 186 days. The dome portion was removed endoscopically.

Manufacturer narrative:
The complaint of a break in the retention dome is confirmed. Returned for evaluation is one broken retention dome. The complainant indicates the complaint sample had been in place for approximately 166 days prior to the complaint incident. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. The lack of any associated damage suggests the tear in the dome was caused by stretching the dome material beyond its elastic limits during removal. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process. The feeding tube was not returned for evaluation. The device had been in place for approximately 186 days prior to the complaint incident. A chr of lot #husj1186 showed no other similar product complaint(s) from this lot number.